Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the product lot code. The investigation could not draw any conclusions about the reported event; however, provided info stated poor device positioning was a possible contributing factor and the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.

Event description:
The pt was revised due to subsidence of the tibial tray.